Event description:
A malfunction alarm, indicated by malfunction code 0, was reported, although no significant events occurred beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.